Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the icon of pumps and sensors on the central control monitor (ccm) displayed '?' Or 'x' marks. As a result, the case was postponed. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The device was manufactured prior to the UDI labelling effectiveness date, and therefore does not contain a UDI label, but the applicable UDI information associated with the device is (B)(4). Per the manufacturer's subsidiary, in the middle of july, the error occurred while starting the unit. Every time the central control monitor (ccm) was restarted up, the icon changed so the network interface card (nic) board was replaced. However, the same issue reoccurred on 23jul2024 so the harness unit and the ccm were replaced. After restarting up after replacing the parts, on 26jul2024, 'x' marks were displayed for each sensor. The modules, ccm, and parts of the base were replaced but the issue occurred again on 01aug2024. It was suspected that the issue was caused due to the user facility's power supply.

Manufacturer narrative:
The reported complaint was confirmed via the data log review. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the data log review: there are multiple network interface card (nic) brick #3 state change events which indicated a communication issue during power up, like an internal short or a bent pin. Any module that is connected to the right nic might get either a red x or ? Intermittently. Multiple devices were not recognized giving multiple error codes which indicated that the system did not respond to the request. This could also be due to a faulty nic receptacle.